Event description:
Revision due to deterioration of the rotator cuff, mid-arm pain and constant level of discomfort. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.